Event description:
The user's hearing performance with the device is affected. Reportedly, the results of aided test have dropped compared to the previous year. Further medical intervention is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the concerned device has not been received yet.

Event description:
The user's hearing performance with the device is affected. Reportedly, the results of aided test have dropped compared to the previous year. The user has been re-implanted.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, one channel remained extra-cochlear at implantation surgery. Further the recipient reported painful sensations, which were not described in detail. Pain is a known undesired side effect of ci implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. Reportedly, the results of aided test have dropped compared to the previous year. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Reportedly, the results of aided test have dropped compared to the previous year. Further medical intervention is considered.